Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device: 43 days. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was never discharged from the hospital after implant and expired on (B)(6) 2015. The cause of death was not provided.

Manufacturer narrative:
The explanted device was returned for evaluation. The analysis of the lvad pump did not reveal a device related issue and a direct relationship between the pump the reported event could not be determined. The pump was returned with the driveline intact and the sealed inflow conduit and sealed outflow graft secured to their respective pump ports. The pump had been exposed to a fixative. The sealed inflow conduit was returned with the apical sewing ring secured to the inlet tube and the surrounding ventricle tissue was present. The ventricle tissue appeared to have collapsed around the entry to the inlet tube and contracted with the application of fixative. In its returned state, the collapsed tissue appeared to occlude over 50% of the inlet tube diameter. However, the tissue did not appear to be adhered to the proximal edge of the inlet tube and the positioning of the tissue prior to explant could not be determined. The evaluation could not conclusively correlate the observed ventricle tissue to the reported low flow alarms. Examination of the blood-contacting surfaces found depositions of fixed blood in the sealed inflow conduit, sealed outflow graft, and inside the pump. The pump rotor and blood tube did not show any contact marks, indicating that the depositions were not present while the pump was operating. The observed depositions would not have contributed to the reported event. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: information provided by the vad coordinator indicated that an autopsy is pending. Based on the observations and notes, the patient had respiratory failure and arrhythmia. The pump was functioning with green light and sounds, and low flow alarms. The patient was given multiple transfusions. No other equipment will be returned. Data log files are not available.